Event description:
The customer reported that the left (live) monitor was not working. This caused the system to be unusable due to the loss of the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.